Event description:
Right heart failure did not exist pre-left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to right heart failure. The patient had experienced shortness of breath, swelling, kidney failure, and fatigue. The patient was treated with dobutamine then milrinone. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure and renal dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was due to right heart failure and that the patient chose to have her vad discontinued. Whether the outcome was device or therapy related was not provided by the customer. Additional information was unknown.